Manufacturer narrative:
No product was returned for evaluation. Should new relevent information become available,a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. During trouble shooting, the cartridge was changed and the alarm was cleared. There was no reported adverse impact to customer's blood glucose. Reportedly, the customer continued insulin therapy.